Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding injury to the operator while opening the bulk fluid drawer on the atellica ch 930 analyzer to change the bulk fluids. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse inspected the slides and the drawer, opening and closing multiple time with full bulk fluid containers to ensure maximum weight was tolerated during operation. The cse inspected the linear bearings and determined that they were intact and functioning. The cse inspected the lock latch mechanism on the bulk input drawer side. It was intact and functioning. The cse exercised the drawer multiple times with fluid loaded in the bulk drawer. There was no evidence of hardware related scenarios and no parts were replaced. Siemens evaluated the event and determined that the cause of the event could not be determined. The device is performing according to specifications. No further evaluation is required.

Event description:
The customer reported injury to the operator while opening the bulk fluid drawer on the atellica ch 930 analyzer to change the bulk fluids. The customer stated that the drawer came off the rails and fell on the operator's foot resulting in injury. The operator was able to lift the drawer and place it back into position. The operator consulted a doctor, who recommended an initial x-ray. The operator subsequently had an x-ray of her foot, which showed no broken bones/fracture and indicated that neither hospitalization nor surgery was necessary. The doctor has also ordered an MRI to further assess the foot injury. There are no further reports of patient intervention or adverse health consequences due to the event.